Event description:
Boston scientific received information that this device was removed and returned for an unspecified reason. Initial analysis testing revealed that the device failed label longevity calculation which maybe an indication of an out of specification condition. The device was forwarded on for further detailed laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.